Manufacturer narrative:
Further investigation was not able to determine a specific root cause. Based on review of the provided calibration and quality control data, a general reagent or analyzer issue was not suspected. The issue appeared to have been resolved by recalibration. The use of patient sample is not adequate for routine quality control.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that after installing a new standby reagent pack of a new lot of dig digoxin, one of their quality controls was within specification but a patient sample quality control was not within specification. The customer installed another dig reagent cassette of the same lot with multiple calibrations but the issue continued. The issue occurred on the cobas 6000 c (501) module serial number (B)(4). The customer was not using the new standby dig reagent lot for diagnostic testing. The current dig reagent lot cassette being used for diagnostic testing was operating on a calibration from (B)(6) 2017. The customer was using patient samples for the other quality control. The customer provided example of an erroneous dig result for two patient samples. Of the data, only the results for one patient sample were a reportable malfunction. The initial dig result was 0.88 ng/ml and was reported outside of the laboratory. The same sample was tested as a quality control and the dig result was 0.89 ng/ml with the current dig reagent lot. The same patient sample result was 0.58 ng/ml with the standby dig reagent lot. After a new calibration of the current dig reagent lot, the result was 0.61ng/ml and was deemed to be correct. The reported result was corrected. There was no adverse event. The standby dig reagent lot was 22798401 with an expiration date of 30-apr-2018. The current dig reagent lot was 19193501 with an expiration date of 30-sep-2017.